Event description:
Additional information was received that the device was returned for reliability analysis.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms. Oversensing and loss of capture (loc) with asystole less than two seconds was observed. An inappropriate shock was delivered as a result. Additionally, low amplitude measurements were observed. A revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.